Event description:
Additional information was received indicating that per hospital policy, the explanted products will likely not be returned. Additional programming history was received indicating that the impedance value on (B)(6) 2012 was 7832 ohms.

Event description:
It was reported that the patient was being referred for lead replacement due to high lead impedance. Follow-up with the neurologist found that the high impedance was first found on (B)(6) 2011. Diagnostics taken on (B)(6) 2011, were normal with an impedance value of 1429 ohms. No x-rays have been taken. No trauma or manipulation was noted, however it was indicated that the patient's cat 'kneads" in the area of the lead, but the physician does not believe this would have been enough to damage the lead. The replacement surgery was scheduled for (B)(6) 2012, however the lead and generator were explanted at that time instead. Information was later received indicating that the patient had developed an infection at the lead incision site and was the reason the lead and generator were not replaced. The infection was not believed to be related to a previous surgery. The patient was noted as having a blister that was believed to have developed into the infection. The infected area was described as "draining cysts" with pus in the noted area. The patient's pcp had noted the infection approximately one month prior to the explant surgery and had given the patient antibiotics which reportedly cleared the issue however the infection returned when the antibiotics were stopped. Cultures were taken at the time of surgery that showed no growth. The patient was noted as now doing fine. No trauma or manipulation is believed to have caused or contributed to the infection. The physician indicated that she believes the infection may have "stuck" to the lead. Further follow-up with the neurologist's office found the generator was not disabled when the high impedance was found as recommended in manufacturer labeling. If a lead fracture is present, corrosion of the lead could result in a foreign body response. Attempts for additional information and the return of the explanted lead and generator are in progress.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected.